Manufacturer narrative:
On 10/17/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the normal level of the 5c cell control was recovering low for the white blood cell (wbc) results, and non-linerarity was identified. The fse replaced the blood sampling valve (bsv) and calibrated the wbc parameter to the normal control. The customer calibrated the instrument following service and the instrument was recovering within specification with no further issues. (B)(4).

Event description:
The customer reported the white blood cell (wbc) test results for the 5c cell control (quality control samples) were low, as compared to the other two analyzers, when using the coulter lh 780 hematology analyzer in their laboratory. The customer discontinued use of the analyzer, and no patient samples were tested. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.